Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratched display window and case.

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 324 mg/dl. Caller reported that customer also had ketones and healthcare professional advised that insulin pump failed. The customer experienced symptoms such as nausea, vomiting and headache. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.